Event description:
It was reported by svc report that the gas fowler would not lower completely and drifts down with weight. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler.